Event description:
Fluctuation of blood glucose [blood glucose fluctuation]. Novopen 4 used by the patient could not be injected suddenly during injection [device failure]. Patient's blood glucose was relatively high [blood glucose increased]. Patient did not change the needle every time [multiple use of single-use product]. Patient left the needle attached to the pen in between injections [product storage error]. Case description: this serious spontaneous case from china was reported by a consumer as "fluctuation of blood glucose (blood glucose fluctuation)" with an unspecified onset date, "novopen 4 used by the patient could not be injected suddenly during injection (device failure)" with an unspecified onset date, "patient's blood glucose was relatively high (blood glucose increased)" beginning on (B)(6) 2025, "patient did not change the needle every time (needle reusage)" with an unspecified onset date, "patient left the needle attached to the pen in between injections (device stored with needle attached)" with an unspecified onset date, and concerned a 53 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type I diabetes". Patient's height: 155 cm, patient's weight: 47 kg, patient's bmi: 19.56295530. Dosage regimens: novopen 4: not reported. Current condition: type 1 diabetes (diagnosed 9 years ago, around 2016), diabetic peripheral vascular disease, lower extremity arteriosclerosis, vitamin d deficiency, hyperlipidemia. Historical condition: retinal hemorrhagic spots. Historical drug: novopen 5 (noncodable). Concomitant products included: novorapid penfill (insulin aspart 100 u/ml), insulin glargine, glucophage (metformin hydrochloride). Since an unknown date, novopen 4 used by the patient could not be injected suddenly during injection, resulting in fluctuation of blood glucose. On an unknown date, the patient was hospitalized (details regarding hospitalization and discharge were not reported) for blood glucose adjustment after experiencing fluctuations. It was learned through communication that the customer had mentioned that the patient's blood glucose was relatively high before and later found that it might have been caused by failure of device to inject the drug. Therefore, the injection was supplemented each time when it was found that the drug had not been injected recently. However, the specific time when the event happened, and the blood glucose value could not be remembered. The customer said that the pen was normal during injection on (B)(6) 2025. However, the blood glucose was relatively high on (B)(6) 2025, the fasting glucose (fasting blood glucose) in the morning was 3.8mmol/l, after sugar supplement and breakfast was (blood glucose) 12.9mmol/l, and after lunch (blood glucose) was 6.3mmol/l. The patient reported that from an unknown date, she did not change the needle (unspecified nn needle- non codable) every time and left the needle attached to the pen in between injections. The patient also reported force needed to inject feel was not different from normal and did not use dialling clicks to estimate the dose of the product, had not recently changed your diet or exercise level, attached the needle vertically to the pen, stored the insulin in the refrigerator and now was using a newly purchased novopen 6. The patient also reported that before the experienced event occurred, the cartridge holder did not detach from the pen body accidentally or intentionally. Alternative aetiology: the customer stated that the blood glucose fluctuations might be related to the patient's underlying type 1 diabetes batch numbers: novopen 4: mvg6f22, nn unspecified needle (non-codable): has been requested. Action taken to novopen 4 was not reported. The outcome for the event "fluctuation of blood glucose (blood glucose fluctuation)" was not reported. The outcome for the event "novopen 4 used by the patient could not be injected suddenly during injection (device failure)" was not reported. The outcome for the event "patient's blood glucose was relatively high (blood glucose increased)" was not reported. The outcome for the event "patient did not change the needle every time (needle reusage)" was not reported. The outcome for the event "patient left the needle attached to the pen in between injections (device stored with needle attached)" was not reported. Investigational results: novopen 4, batch number: mvg6f22. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Final manufacturer's comment: 19-mar-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. With available limited information, hyperglycaemia is assessed as unlikely related to novopen 4. Incorrect handling of the products such as needle reusage and storing the device with needle attached between the injections can affect the functionality of device. H3 continued: evaluation summary: novopen 4, batch number: mvg6f22. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Case description: suspect product: unspecified needle (non-codable). Investigational results: novopen 4, batch number: mvg6f22. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission the case have been updated with the following: dosage regimen was updated for novorapid penfill narrative updated accordingly. Final manufacturer's comment: 19-mar-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. With available limited information, hyperglycaemia is assessed as unlikely related to novopen 4. Incorrect handling of the products such as needle reusage and storing the device with needle attached between the injections can affect the functionality of device.

Event description:
Case description: since last submission the case have been updated with the following: sample was received and investigation result updated. Company causality updated to possible. Investigational results: name: novopen 4, batch number: mvg6f22. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Visual examination and functional testing were performed. Dirt on cap tube, cartridge holdler and dose selector. No large resistance was found during fuctional test, the piston rod can move and retract smoothly. The dose selector could select injection and press to bottom smoothly without cartridge. No abnormal was found in piston washer. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During deliver, no stuck or hard depress was found. The dose accuracy was measured by weighing using a random cartridge. The result was within acceptable limits. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Final manufacturer's comment: 19-aug-2025: the suspected device novopen 4 has been returned to novo nordisk for evaluation. Device was found to be functioning normally. Foreign matter observed on external pen parts due to accidental damage during use of the device. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been re-viewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. With available limited information, hyperglycaemia is assessed as unlikely related to novopen 4. Incorrect handling of the products such as needle reusage and storing the device with needle attached between the injections can affect the functionality of device. H3 continued: evaluation summary: name: novopen 4, batch number: mvg6f22. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Visual examination and functional testing were performed. Dirt on cap tube, cartridge holdler and dose selector. No large resistance was found during fuctional test, the piston rod can move and retract smoothly. The dose selector could select injection and press to bottom smoothly without cartridge. No abnormal was found in piston washer. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During deliver, no stuck or hard depress was found. The dose accuracy was measured by weighing using a random cartridge. The result was within acceptable limits. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.